Manufacturer narrative:
The report event of high impedances was confirmed. As received, visual inspection showed the returned lead found all the internal lead wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI #) is unknown because the lot and part number were not provided. Reporter phone number (B)(6).

Event description:
It was reported the l3 lead exhibited high impedances. Surgical intervention took place wherein the lead was explanted.